Event description:
A us distributor contacted zoll to report that gel leaked from the front therapy pad of the lifevest and was burning the patient's skin. Patient reported having a pre-existing sore and the gel irritated the area. The patient's physician prescribed a steroid cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.